Event description:
Additional information - the implantable cardioverter defibrillator was explanted due to normal battery depletion triggering an elective replacement indicator. There was no allegation of malfunction on the device. The patient was asymptomatic and in stable condition throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the left ventricular lead was explanted and replaced due to a dislodgement. The implantable cardioverter defibrillator was also explanted and replaced during the same procedure, but the reason for explant was unknown.